Event description:
Subject ID: (B)(6) / clinical study ID: (B)(6). It was reported that a farawave ablation catheter 31mm had an unknown substance on the catheter's handle when was taken out of the sterile package. Catheter was left unused. To solve the issue a new catheter was selected. No patient complications occurred. The device has not been received for analysis.

Manufacturer narrative:
The catheter was not received for analysis, however, a picture of the white powder on the catheter handle was provided. Analysis of the photo confirmed the allegation in the complaint. Additionally, a returned device with similar attributes was tested instead and could confirm the reported issue. Based on the available information, boston scientific concluded the cause of the repeated errors was traced to manufacturing design. The investigation findings determined that the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Subject ID: (B)(6) / clinical study ID: (B)(6) it was reported that a farawave ablation catheter 31mm had an unknown substance on the catheter's handle when was taken out of the sterile package. Catheter was left unused. To solve the issue a new catheter was selected. No patient complications occurred, and the device is expected to be returned.